Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/9/2017 resulted in defect found and the event was determined to be reportable. Returned test strips produce low readings. Most likely underlying root cause of low readings is due to improper storage: strip left outside of vial for an extended period of time. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 156 and 190 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 295 mg/dl using truetrack meter and 287 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/29/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6).